Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to remove colorectal polyps in the colon during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, when the device was inserted into the endoscope and deployed, an unusual loop was deployed. Therefore, it was removed and the procedure was completed with another cold snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: problem code a0401 captures the reportable event of snare loop broken. Block h10: investigation results a 10mm round cold snare was received for analysis. Visual inspection of the returned device initially revealed no problems. However, after a functional inspection it was observed that the loop was bent. Functional inspection was performed and when the device was connected to the 10 inch loop fixture, it contracted and extended well. No other problems were noted. The reported event of loop broken was not confirmed. Per product analysis, the loop was bent. Most likely the loop hit any surface in the body or scope which induced the bent loop. It is important to mention that during the manufacturing process there are controls so this problem cannot go out of the manufacturing process. The reported event of "loop brea" was not confirmed since the loop was not broken upon return. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is "no problem detected." A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: block g2 (report source) distributor/importer has been added.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to remove colorectal polyps in the colon during a polypectomy procedure performed on (B)(6), 2022. During the procedure and inside the patient, when the device was inserted into the endoscope and deployed, an unusual loop was deployed. Therefore, it was removed and the procedure was completed with another cold snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.